Manufacturer narrative:
Date of death/event will be estimated as (B)(6) 2016 due to one year follow up from stent implantation. The UDI is unknown because the part number and lot number were not provided. Date of implant will be estimated as (B)(6) 2015 estimated five years from publication date. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. The reported patient effect of death, is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects referenced are being filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying xience prime may be related to the following: patient death, myocardial infarction, ischemia, thrombosis, dissection, revascularization, treatment with medication, and rehospitalization. This article summarizes clinical outcomes of 1400 patients that were treated with xience prime stents. Specific patient information is documented as unknown. Details are listed in the article, titled "effect of intravascular ultrasound¿ guided drug-eluting stent implantation 5-year follow-up of the ivus-xpl randomized trial."